Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Investigation complete.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Patient began having back flow of blood from central line with blood dripping onto bed, even with IV tubing attached. I thought it was the tubing but when I disconnected the tubing from the clave, the blood continued to back flow and drip onto the bed. I then changed the clave and the problem stopped. The clave had presumably cracked somehow.